Manufacturer narrative:
B3: date is unknown, so estimated date was entered. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical malfunction is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent non-functioning device issues. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this patient with an inflatable penile prosthesis (ipp) implant device experienced the device not working due to a pump mechanical failure. A surgical procedure was performed during which the device was explanted and replaced. The patient fully recovered, and there were no patient complications reported.